Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon would always get "tissue too thick" error messages with the sureform 45 curved-tip stapler. The clinical territory associate (cta) informed that the surgeon would sometimes size up to a black reload or a sureform stapler 60. The cta wanted to report the surgeon's frustration for any further improvements. The issue occurred during a lung case. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there were no other issues besides incomplete transection and stapling of the bronchus. The surgeon continued with the same stapler and was able to completely staple and transect. Prior to use, the surgeon checked to make sure that there was nothing in the distal part of the jaws. The surgeon did not check for staples in the stapling trajectory. The technician swished the stapler in water and wiped clean before reloading. There was no damage or anything out of the ordinary noted when inspecting the stapler. The surgeon chose to use a green reload due to the thicker bronchus tissue. The stapler paused for compression several times and there were "tissue too thick to continue" messages. The cta informed that the tissue was potentially calcified. There was no radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The event did involve a partial fire. The stapler did not form staples beyond the cut line. There were no clips, staples, or other hard materials noted between the instrument jaws. The surgeon did not fire over an existing cut line. There was no buttress material used. The stapler paused for compression multiple times prior but was able to clamp immediately prior to firing the reload. There was no bleeding observed on the staple line due to the stapler issue. The surgeon fired another load with the same stapler and the same color reload distal to the original staple line in the same trajectory. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional clarification: the portion of the reload that partially fired completely sealed the tissue with no gaps, holes, or missing staples. The stapler unloaded unformed staples in their 'u' shape passed the formed staples. This caused the bronchus to have small holes in the tissue as they did not seal the tissue but had pierced the bronchus enough to puncture it. The surgeon manually removed the unformed staples. The following reload was fired to continue where the partial fire left off. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained more information. The surgeon informed that they were stapling across the pulmonary vein. The surgeon informed that it fired halfway and the fired portion of the reload formed a completed staple line with no gap. The surgeon informed that they received "tissue too thick" error messages, but the tissue was not too thick. The tissue was in normal condition. The surgeon informed they applied pressure and continued along the same staple line with another reload to avert any bleeding. Both reloads used were green. There was no unplanned tissue removal. The surgeon believed that some of the staples may have been malformed. The surgeon was unable to provide details on the potential malformed staples.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 curved-tip stapler with an alleged issue to perform failure analysis. Although the complaint regarding "tissue too thick" messages was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. An advanced technical review of the stapler logs for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Logs showed that the sureform 45 curved-tip stapler was installed on the system six times and fired 6 reloads (1 green, 3 white, 2 green, in that order). On installs 1-4, the first clamp attempts were successful, and the firings were completed with no pauses for compression on each. On install 5, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~72% completion, after a duration of ~45 seconds. Peak torque recorded during the firing was 573 n. On install 6, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. There were no incomplete clamps or unclamps for this instrument.